Event description:
The following allegation was reported to davol by the patient:the patient has alleged that in (B)(6) 2012, she was implanted with a bard/davol ventralex hernia patch to repair a ventral abdominal hernia. She alleges that she began to experience pain shortly after the implant and asked that the patch be removed, however, states "no one would remove the mesh". The patient states she found a doctor who agreed to remove the mesh and that the mesh was adhered to the tissue which caused difficulty in separating from the tissue. She states the mesh was "severely eroded into her tissue and had to be scraped off."

Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Additional information has been requested. Without a lot number, a review of the manufacturing records could not be conducted. The patient alleges she was treated for adhesions, which is a known complication and is listed in the adverse reaction section of the IFU. The patient claims that the explanted device was discarded by the hospital after removal. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.